Manufacturer narrative:
No report of patient involvement. The hospital biomed, together with ge healthcare technical support, performed a checkout of the system confirming the reported issue. The hospital biomed replaced the consolidated ventilator interface board to resolve the issue.

Event description:
The hospital reported that, while testing the unit, the ventilator was not functioning as expected. There was no report of patient involvement.